Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Conclusion summary: on august 21, 2018, it was reported that during the surgery, the device could not extend the patient¿s skin. The surgeon clarified that a part could not extend due to not being able to cut the skin completely. This product however, could extend the skin completely during a different surgery. The surgeon has speculated that the root cause might be related to the fabrication tolerance of the skin graft carriers. The customer did not return a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review for the meshgraft ii noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The device history record (DHR) review for the 3 to 1 dermacarrier noted 1 cosmetic non-conformance. Zimmer biomet japan has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink. Product review of the meshgraft ii by zimmer biomet japan was unable to be performed as the device was not returned for evaluation. The device history record (DHR) review for the provided dermacarrier lot did not note any related non-conformances, requests for deviation, change notices or any other issues with manufacturing. Repair of the meshgraft ii was performed by zimmer biomet japan was unable to be performed as the device was not returned for repair. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. Every dernacarrier lot is quality assurance (qa) checked per an approved acceptable quality limit (aql) sample size. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. This investigation is being completed per (B)(4) as no problem was found. Therefore the complaint history and DHR reviews are not required. On (B)(6) 2018, it was reported from (B)(6) medical center that twelve 1.5 to 1 dermacarriers and fourteen 3 to 1 dermacarriers were reported to not extend the patient¿s skin. The surgeon said "a part couldn't extend due to couldn't cut the skin completely, the other part, the fibers of skin was remain." On 03 dec 2018, a returned product investigation was performed on the 1.5 to 1 dermacarriers and 3 to 1 dermacarriers. The physical evaluation revealed that the returned carriers were all to specification with no problems found with the product. The results of the returned product investigation have not confirmed the reported event. The root cause of the reported event cannot be specifically determined with the provided information because the returned carriers were all to specification with no problems found with the product. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional event information received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product will not be returned to zimmer biomet for investigation as it was discarded by the customer as biohazard. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, this product couldn't extend the patient's skin. The surgeon said that a part couldn't extend due to couldn't cut the skin completely, the other part, the fibers of skin would remain. There was a delay of 15-30 minutes to extend the mesh completely but no patient harm. No adverse events were reported as a result of this malfunction.